Event description:
Additional provided indicated that there was no patient involvement.

Manufacturer narrative:
If follow-up, what type: one medfusion pump was returned with the left plunger case broken and a counterfeit top case. A review of the event history log showed a check clutch/plunger lever error. Inspection and occlusion tests were conducted and the reported "clutch issue" was replicated. The issue was a result of the customer's physical damage to the device. Reference the following warning statement found in the "important safety information" section of the medfusion operator's manual under the heading of "warnings" - "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the medfusion operator's manual under the heading "maintenance & service" and "periodic maintenance . The left and right plunger cases were replaced. Left & right timing plates and timing plate springs were also replaced due to fluid contamination. The cracked top case, battery label & door were replaced due to a crack. The worm gear & coupling were replaced due to parts worn out. The device then passed all functional and delivery tests.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump displayed a clutch problem. There was no reported injury to the patient.